Manufacturer narrative:
An event of calcifications of the valve leaflets and a valve-in-valve to replace the implanted trifecta was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient was implanted with a 21mm trifecta bioprosthetic aortic valve in 2015. The patient was admitted to the hospital on (B)(6) 2020 due to chest pain/unstable angina. Patient comorbidities included arterial hypertension, type 2 diabetes, dyslipidemia, rheumatic fever, mitral and aortic stenosis, double valve replacement (aortic and mitral) in 2015, atrial fibrillation, anticoagulant use, coronary syndrome (B)(6) 2020, angioplasty of the left anterior descending (lad) artery, thyroidectomy and tobacco use. An echocardiogram at the time of admission identified degeneration of the 21mm trifecta bioprosthetic aortic valve with a transaortic gradient of 50mmhg. Echo also showed thickened and calcified cusps in left and right anterior position, with no aggravating factors suspected. No infective endocarditis was noted. No vegetation at the aortic valve. During hospitalization the patient experienced acute coronary syndrome without st segment elevation with elevated troponins. On (B)(6) 2020, the patient had an angiography with angioplasty and stenting to the distal right coronary artery and proximal right coronary artery. A right femoral pseudoaneurysm was noted on (B)(6) 2021 following coronary angiography, that self-resolved. On (B)(6) 2020, the patient presented with confusion, aggression, disorientation, and problems with speech. Patient had fluctuation with elevated temperatures (high of 101.3 degrees fahrenheit) and worsening inflammatory syndrome with a c-reactive protein (crp) of 70 mg/l on (B)(6) 2021. Transesophageal echocardiography (tee) findings showed no evidence of infective endocarditis on (B)(6) 2020 and during transthoracic echocardiogram (tte) on (B)(6) 2020. There were no obvious source of infection. A MRI of the brain showed acute dot-like ischemic lesions, suggestive of some embolic etiology. No hemorrhagic transformation was noted. On (B)(6) 2020, a tavi procedure was done due to the malfunction of the trifecta aortic valve. The trifecta was explanted and replaced with a non-abbott device successfully. There were no aortic regurgitation. No vascular complication. The patient was discharged on (B)(6) 2020. No additional information provided.